Event description:
A review of retrospective clinical date noted that a patient experienced right unilateral seroma beginning on (B)(6) 2021 after the use of ovitex prs in bilateral prefectoral two stage breast reconstruction on (B)(6) 2021. The ovitex prs device was removed on (B)(6) 2021, though was noted to be grossly adherent. The reconstruction course continued as planned.

Manufacturer narrative:
A review of site entered retrospective clinical data noted a serious adverse event that may be related to the use of the device. Upon review, it was determined that the device may have caused or contributed to the event, though this could not be confirmed through review of all information provided by the site. Seroma is a known complication potentially associated with the use of this device as noted in the instructions for use. A review of manufacturing records noted no non-conformances or anomalies that may have caused or contributed to this event. The root cause of this issue could not be determined.